Event description:
The event involved a transpac® it monitoring kit w/03 ml flush device, safeset¿ reservoir and 2 needleless valves. The customer reported that at around 10:00 p.m., an arterial pressure sensor is placed with a blood saver before going to the operating room to carry out an external ventricular derivation in the face of intracranial hypertension and installation of an intracranial pressure sensor at the same time. Sometime after the procedure, a nurse notices blood in the patient's bed (blood loss but no clinical consequences) and notices that the tubing that connects the arterial catheter with the blood saver is unblocked at the level of the luer lock hub itself connected to the distal 3-way stopcock (distal to the blood pressure sensor). The customer replaced the sensor of arterial pressure by an edwards sensor reference px272 without blood saver. The customer also reported a misuse in the service during the realization of infusion¿s set-up. The medical team took care of the patient by following the rules associated with the risks affecting a catheter, namely the trendelenburg position and the clamp of the catheter. The incident was observed after the installation by a nurse who came to see the patient's condition. Another blood pressure sensor was needed. There were no exposure accidents, hemovigilance having ruled that they are not concerned. There was patient involvement but no patient harm.

Manufacturer narrative:
D4 - lot # possible lots with d4 - expiration date and h4 - device mfg date: 6031961 (exp date of 08/01/2025 and mfg date of 09/01/2022). 11957767 (exp date of 11/01/2025 and mfg date of 11/01/2022). Received one used. List #011-46108-05, transpac® it monitoring kit w/03 ml flush device, safeset¿ reservoir and 2 needleless valves; lot #unknown. The reported complaint of tubing separation was confirmed on the returned set. During visual inspection, the 61.5" pressure tubing was found separated from the red male luer. The pressure tubing was found tacky at the bond site. The separation of the bond was due to the pressure tubing being tacky. The probable cause of the pressure tubing being tacky is due to the uv adhesive on the tubing not being fully cured during assembly process.